Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. Voltage testing was performed and passed. A pairing test was performed, and it failed. The download failed. A review of the share logs was performed and signal loss was not found within the investigation window, however the transmitter failed testing. The allegation was confirmed. The probable cause is a defective transmitter. No injury or medical intervention was reported.